Event description:
It was reported that a left ventricular assist device (lvad) patient was admitted for weight gain, jugular vein distention, and ascites. The site did not think the symptoms were caused by the lvad, but they were just covering all bases. Log files were sent for review, and the event log captured clusters of pulsatility index (pi) events all throughout the log file from (B)(6) 2025. All pi events will cause the heartmate 3 vad speed to drop to its low-speed limit, which is currently set at 5100 rpm. Otherwise, there were no notable alarm conditions or parameter changes. The cause of the patient's symptoms was fluid volume overload. A chest x-ray was performed and showed nonacute chest. A transthoracic echocardiogram showed left ventricle ejection fraction of 25-30%; right ventricle mildly dilated with low normal function, and left atrium dilated. It was noted that an echocardiogram dated (B)(6) 2024 found mildly reduced right ventricle function. It was unknown if lvad therapy worsened or contributed to the mild right ventricle dilation. Per an echocardiogram dated (B)(6) 2025, systolic function was low normal. The patient was doing well at home with lvad on guideline directed medical therapy, with continued routine lvad follow up appointments.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6; health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided that the patient gained 30 pounds in 2 months, along with dyspnea. The patient's electrocardiogram was a-paced. The patient received intravenous diuresis with furosemide, with strict intake and outputs.